Event description:
It was reported that the pump was not working properly. The customer's blood glucose level was 600 mg/dl. The customer administered a manual injection to address bg level. Replacement pump was sent to customer to resolve the issue.